Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilation, a 2.50mm x 28mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. When the device was taken out from the patient's body, the stent struts were found to be lifted. The device was then replaced with a 2.25mm x 28mm synergy¿ stent and the procedure was completed. No patient complications were reported and the patient's status was good.